Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A medtronic startright representative reported via email of threshold suspend from the sensor. The customer's blood glucose was 59 mg/dl while the sensor glucose reading was 21 mg/dl. The customer stated that she experienced huge variance in the sensor readings versus actual blood glucose. The customer stated that the continuous glucose monitor did not alert her when she was low. The customer calibrated 4 times a day. The customer taped on the sensor and stated that it was secure.